Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-018788. It was reported the pt ceased using stimulation approx 8-10 months ago because he experienced ineffective stimulation. The pt also ceased charging his ipg and does not know the last time the ipg was charged. The pt was unable to locate the ipg with his charger and the programmer displayed a communication error message. The pt does not plan to pursue surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.